Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip and battery tube threads.

Event description:
Customer called to report a display anomaly on the insulin pump. Blood glucose reading was 120 mg/dl. The customer mentioned a fading out of a letter on the display screen and lines going through it. Customer also stated that the insulin pump alarmed for no delivery. Advised that the insulin pump will be replaced. Nothing further reported.